Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation and/or misaligned insertion of the implant.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-3600-2 fibertak came loose. It was reported that after inserting the second fibertak anchor, a suture was passed using the suturelasso, and when pulling the nitinol with some force, the first fibertak anchor was pulled out. This was discovered during a procedure with no patient harm. The procedure was completed using a pushlock and a fiberlink to reinsert the first portion of the saturated labrum. The patient¿s bone quality was reported as good. Additional information provided 17-dec-2025: it was further reported this occurred during a shoulder arthroscopy procedure with no case delay or additional anesthesia administered. All fragments were retrieved from the patient.